Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad trace. No button error alarm note during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Customer stated that numbers were scrolling on the screen. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 305 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.